Event description:
Lure lock adapter comes out of the syringe once is attached to IV port [device issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 04-sep-2024, amneal pharmaceuticals received information from the pharmacist via voice mail and telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1/10 mg/ml (ndc: 70121-1706-1, batch/lot: ap240066, expiration date: jul-2025, serial number: not provided) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that called regarding an issue was identified with the syringe design there is a glass syringe with a plastic lure lock adapter on it they found that the lure lock adapter, when it's securely fastened to the IV (intravenous) port for administration, disengages from the syringe, allowing the syringe to pull back with the lure lock adapter still attached to the IV port. Further stated that they observed 60 samples that are defective like lure lock adapter which comes out of the syringe. Upon asking whether all 60 samples belong to same lot number and expiration date he stated that he does not have that information. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.

Event description:
Lure lock adapter comes out of the syringe once is attached to IV port [device issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the pharmacist via voice mail and telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1/10 mg/ml (ndc: 70121-1706-1, batch/lot: ap240066, expiration date: jul-2025, serial number: not provided) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that called regarding an issue was identified with the syringe design there is a glass syringe with a plastic lure lock adapter on it they found that the lure lock adapter, when it's securely fastened to the IV (intravenous) port for administration, disengages from the syringe, allowing the syringe to pull back with the lure lock adapter still attached to the IV port. Further stated that they observed 60 samples that are defective like lure lock adapter which comes out of the syringe. Upon asking whether all 60 samples belong to same lot number and expiration date he stated that he does not have that information. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. Non-significant follow-up (1) information received on 06-oct-2024. Follow-up information was received from the pharmacist via an email from regulatory authority. Additional information included: (reporter) primary reporter report sent to regulatory authority changed to yes, email and phone number and additional reporter added. (Suspect) expiration date, and the narrative was updated. It was reported lur lock adapter separated from syringe- creating potential room for issue. This significant follow up (#2) information received on 16-oct-2024. New information received includes qa investigation report, attached with this case. Complainant had not provided complaint samples as well as complaint sample photographs for evaluation at amneal us office. Simulation study performed on retained sample of complaint lot no.: ap240066 reveals that medication was easily expelled from the syringe to beaker by applying gentle force to the plunger rod of atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml) retain sample pfs. Ribbed part of lure lock remained attached to the syringe tip while expelling medication from syringe to beaker. Based on evaluation of finished product retained sample and reserved sample of glass syringe visual examination, review of aql of glass syringe, review of packing material used in complaint lot, review of batch processing and packing controls, review of finished product analysis results, review of stability data and historical review etc. Reveals no unusual observation was noticed during drug product processing which could attribute to reported complaint. Based on investigation, no cause corroborated with the manufacturing and packing process of complaint lot no.: ap240066 which could lead to reported complaint. Vendor investigation with respect to previous similar nature complaint reveals that the contributory/ probable cause identified to be mishandling or improper handling/ ovs closure opening by pulling the ovs adaptor from the barrel body instead of ovs cap and no specific CAPA recommended. Based on site investigation and vendor investigation, it was inferred that reported complaint could not be attributed to drug product processing at site and at vendor end. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.